Event description:
It was reported that the patient experienced chest pain. It was also noted that the right atrial (ra) lead exhibited far field r-wave (ffrw) noted on current and stored electrograms (egm's). The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.